Event description:
During a follow up, an alert for eri was observed. The physician suspects premature battery depletion and the device was explanted and replaced to resolve the issue. The patient was stable.

Manufacturer narrative:
The reported event of premature depletion could not be confirmed in the lab. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The pacing, sensing, impedance, high voltage (hv) output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.